Event description:
The facility reported that an incision burn occurred during cataract surgery. The current pt status was not reported. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.